Event description:
It was reported that after changing an inset 23" 6 mm infusion set, the user experienced sustained hyperglycemia, with the highest blood glucose at 383 mg/dl and above-range values for approximately 5.5 hours, while the device issued prolonged high-glucose alerts; the user later reported a cannula visibly misaligned with the needle on multiple sets from the same box, declined insertion of one set, and subsequently changed the infusion set with guidance. Symptoms included hyperglycemia without ketosis, loss of consciousness, dizziness, diabetic ketoacidosis, or need for medical intervention. Outcomes included no use of backup therapy, no ketone testing, no healthcare utilization, and glucose returning to target range with continued ilet therapy. Investigation included review of user reports, review of photographs of the infusion set needle and cannula, and troubleshooting and education on infusion set inspection and replacement. Investigation of this case revealed that hyperglycemia occurred temporally associated with infusion set replacement, with user-observed cannula-to-needle misalignment on multiple sets from one lot and no reported leaks or kinks, consistent with an infusion set performance concern, while the ilet continued to function and later returned glucose to range without hardware changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.